Event description:
The customer reported led indicators are not coming on.

Manufacturer narrative:
(B)(4). The customer reported led indicators are not coming on. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.